Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation finding of guide catheter detached. Block h11: the flexima biliary preloaded stent was received for analysis. Visual inspection was performed and revealed the following: the guide catheter was kinked, stretched and detached, and the suture was detached. No other damages were noted on the device. The investigation concluded that the reported event and additional observed damages were most likely due to procedural factors encountered during the procedure. Factors such as the anatomical conditions, the technique used by the physician, and the amount of force applied to the device, limited the performance of the device and contributed to the reported event and observed damages. Taking all available information into consideration, the most probable cause of is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the biliary tract for drainage of bile and reduction of bilirubin during a stent implantation procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. Another flexima biliary stent was used to complete the procedure. There was no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.